Event description:
It was reported there was a mechanical breakdown of the atrial lead. The lead was explanted and replaced with new lead. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.

Manufacturer narrative:
The reported event was ¿breakdown (mechanical) of cardiac electrode¿. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conductor paths due to procedural damage. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.